Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was discovered that the bag/vent microswitch cable was loosely connected to the control panel. The cable was reconnected, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. The unit was not switching to mechanical ventilation when requested. There is no report of patient involvement.